Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (belt receptacle missing) was due to the monitor's electrode belt connector being broken free from the monitor case, causing fault. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged monitor. Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) was due to the trunk cable connector being damaged. The belt receptacle cable from the monitor is stuck to the belt connector. The electrode belt was unable to complete detect and treat testing due to the damaged belt connector. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a monitor's belt receptacle was missing. A us distributor reported that a patient was experiencing adjust belt messages.